Event description:
The customer requested an inspection of the system after potential damage to the system from water in the procedure room. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the x-ray tube, aligned and centered the collimator, calibrated the filament and updated the system configuration files. The system was tested and found to be working as intended and put back in service.